Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no motor error alarm on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 555 mg/dl. Customer treated their high blood glucose with an injection. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm during basal delivery and after changing out the infusion set. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.